Event description:
A hosp in another country reported via our distributor that an rt106 adult breathing circuit had an open circuit heaterwire. They reported that replacing the circuit solved the problem. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the returned breathing circuit was tested for electrical continuity. Results: the heaterwire in the inspiratatory tube was an electrical open circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: electrical open circuits in heaterwire are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Changes have been made to the crimping process with the replacement of all crimping machines on the production line in nov 2007, to reduce the occurrence of open circuits on breathing circuit heaterwires. The product in this complaint was manufactured after the effective date of this change. Further improvements to the existing crimping machines are in progress. Our monitoring and trending of open circuits on heated breathing circuits worldwide for the last year to the end of july 2008 has a rate of occurrence of 0.0021%.